Event description:
It was reported that the bd maxplus¿ extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: the blue stopper does not collapse correctly when a flush is attached, so you are unable to flush the tubing.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the blue stopper does not collapse correctly when a flush is attached, preventing the tubing from flushing could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 22069226 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 17jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus¿ extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: the blue stopper does not collapse correctly when a flush is attached, so you are unable to flush the tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.